Event description:
A customer contacted beckman coulter inc. (Bci) regarding low results generated by the unicel dxc 600i synchron access clinical system for cartridge chemistries. It is unknown how many patients and how many assays were affected. Customer provided an example results for the following chemistries: urea nitrogen (bun) - "suppressed, reported as <5mg/dl". Creatinine (cr-s) - 0.5mg/dl. Magnesium (mg) - "critically low". Different results were obtained for these chemistries when testing was repeated on a different instrument: bun - 129mg/ml. Cr-s - 8.0mg/ml. Mg - "normal". It is unknown whether any treatment was initiated or withheld due to these results.

Manufacturer narrative:
Per customer, qc had been run between 4:00 and 5:00 a.m. On the day of the event, and the results were acceptable. The lab started noticing low results around 6:30 a.m. And ran qc. Qc levels 1 and 3 were acceptable, and qc level 2 was very low for some chemistries. Troubleshooting revealed that the problem only occurred for samples run in rack position 2. A field service engineer (fse) was dispatched to the customer's lab at evening, on the day of the event. The fse inspected the instrument and found that the sample probe alignment to sample rack location 2 was way off. The fse adjusted the alignment and verified the repair by running qc. Due to the potential of this event to recur unknowingly, erroneous results could be reported for any cartridge chemistry and patient treatment could be affected. Improper probe alignment may have contributed to this event, but a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.